Event description:
Leica biosystems received a complaint of hard and brittle biopsy tissues from suboptimal tissue processing on the asp300, tissue processor. On (B)(6) 2022, the complainant reported to leica biosystems that biopsy tissue only was not diagnosable. A leica biosystems field applications specialist followed up with the customer and the only additional information provided was that no re-biopsies were performed. Three (3) attempts by at least two (2) different methods to obtain the patient identifier information were completed; however, the customer has not provided leica biosystems this information.

Event description:
On 11 may 2022, the complainant confirmed it was two (2) cases which were not diagnosable, a core biopsy and a gi biopsy. The complainant is not providing any patient identifier information for the two (2) cases involved in this event.